Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) of the device defect of the circuit board in the connector of the device defect of the video processor if additional information becomes available, this report will be supplemented.

Event description:
Scope communication errors (b30 and e216) occurred. There was no report of patient injury associated with this event.